Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b1, b2, b3, b4, b5, e1, e2, d8, d9, g1, g3, g6, h1, h2, h3, h6 and h11. Once the investigation has been completed, a follow up report will be submitted with the investigation results and any action taken by the manufacturer.

Event description:
It was reported that during surgery, the device did not cut thick enough, the dermatome took a thinner than expected graft twice. There was a minor injury, and no delay. They did not need it another device for use because, they done their best with the faulty device. There was an additional unplanned graft taken. Due diligence is completed and there is no additional information available.

Event description:
There is no additional information regarding the event.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d2, d4, g1, g3, g6, h1, h2, h3, h4, h6 and h11. Review of the most recent repair record identified the following related repair: the technician found the device was out of calibration at the 0 setting, but it passed calibration at all other settings, so the event is not confirmed. The screws and bearings replaced and device recalibrated to resolve the issue. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The reported event could not be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2 country: united kingdom.

Event description:
It was reported that during surgery, the device did not cut thick enough. There were patient injury and delay but it is unknown what kind. Due diligence is in progress and there is no additional information available at this time.